Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the mechanical inspection, a stylet intended to be used with this lead could not be properly introduced and advanced within the leads lumen. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of the stylet used during the explantation procedure. Further inspection did not show any peculiarities which can be considered the root cause for the reported threshold increase. The available x-ray images from (B)(6) 2024, showed a slightly changed position of the lead loops in the pocket region. The further position of the lead remained unchanged and no abnormalities could be found. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
During the implantation, the threshold of the ventricular lead was 0.5v at 0.4ms, and during the check, the following day, the threshold remained the same. The patient left, and it was during the follow-up that they noticed the threshold had increased significantly, and it continued to increase every day according to the histogram. On november 20th, the threshold had reached 2.8v at 0.4ms. X-rays show that there was no displacement or damage to the lead when compared to the initial. The physician decided to bring back the patient to the lab to extract the lead and put in a new lead. The lead will be returned for analysis.